Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned fully inserted through sheath. The delivery system was locked proximally to valve alignment warning marker. Half fine adjustment and no flex was in use. No applicable procedural imagery was provided by the site. Visual inspected revealed the balloon burst longitudinally along the working length. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional inspected revealed all measurements were within specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed per the visual inspection of the returned devices. However, no manufacturing non-conformance was identified during the product evaluation. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. Per description, the patient had calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Therefore, available information suggests that patient (aortic annulus calcification) factors contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). The investigation is underway.

Event description:
During implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach when fully inflated the balloon burst. Volume was nominal with no extra volume added. The valve was implanted successfully. There were no missing pieces. The delivery system and esheath were removed without issue. No patient injuries were reported. Per medical opinion, the cause of the event was likely due to a calcified annulus. The patient was doing well post procedure.